Event description:
Journal reference: spinelli m, giardiello g, arduini a, van den hombergh u. New percutaneous technique of sacral nerve stimulation has high initial success rate: preliminary results. Eur urol. Jan 2003;43(1):70-74. We report on the new technique of sacral nerve stimulation in the treatment of voiding dysfunction. This new technique is characterized by percutaneous approach to the sacral nerves resulting in minimally invasiveness of the procedure and the ability to have patient awake during the electrode placement. Reportable event: there were a total of 4 lead displacements, 2 occurred where the silicone anchoring was used and the other 2 occurred when no anchoring was done. See mfg report # 2182207200807866.

Manufacturer narrative:
See scanned pages.